Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. Analysis of the lead is in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown funeral home. Information identified in the manufacture's database indicated the patient died approximately (B)(4) post the implant of the ICD system. A cause of death has been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.